Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported he has experienced high blood glucose. The customer has become forgetful about the bolus or to change out his infusion set. The customer is currently disconnected from the pump. Troubleshooting was not performed due to customer stating the high blood glucose was due to not delivering insulin. The customer's blood glucose was 505mg/dl.